Manufacturer narrative:
(B)(6). Patient age unavailable from the site. The tracker was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good system the returned tracker was recognized and the tracker had no issues. No problem detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that the patient tracker was bad at the install and would not track. The site opened another one and it worked as expected. The procedure was delayed less than an hour. No impact on patient outcome.